Manufacturer narrative:
Of the 6 allegations of a malfunction, 1 pumps were returned to animas and investigated. Of the investigated pumps, 1 were found to be malfunctioning due to a dim and discolored display. During investigation for unrelated allegations, there were 15 instances of dim and discolored display screens. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes malfunction events. A review of the events indicated that the 2020 model pump experienced dim and discolored display screen issue. These reports were received from various sources. The patients associated with this allegation ranged from 39-39 years of age and between 175 and 175 pounds. Of the reported patients, 2 were male, 2 were female, and 2 were unknown.